Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents,error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery test alarm due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced the hyperglycemia. The customer¿s blood glucose level was 487 mg/dl. The customer also reported that the insulin pump had no delivery alarm. The customer was treated with the manual injection. The device will be returned for the analysis.